Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their first spinal cord stimulator "broke off in their head" in 2008 and they "still had pieces of the scs in their head." Patient services specialist documenting reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.